Event description:
Patient reported aligners cutting their gums and the aligners do not fit. Hht&t tips were provided that did not help. Asked patient to try next aligner step to see if the issue is the same. Patient responded back that the next step is the same, even after trying tips. Requesting additional photo for evaluation of possible manufacturing error.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.